Manufacturer narrative:
This case was assessed by merz north america as serious. The event injection site necrosis was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+). The reported discoloration is considered to be a symptom of injection site necrosis and therefore was not coded. Product preparation issue and off label use of device were coded for formal reasons only. Dilution of radiesse(+) for injection into the nasolabial folds is no approved use of radiesse(+) in the us. Possible confounding factors in this case includes previous injection with a permanent filler in the area and patient history of being a heavy smoker. However, minimal information was provided and the reported event can occur after treatment with radiesse(+). Causality is therefore assessed as possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site necrosis was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. The patient was injected with radiesse (+) into the nasolabial folds, on (B)(6) 2026. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). A cannula was used. The lot number for radiesse (+) was reported as unknown. The patient was a heavy smoker. The patient had previously been injected with a non-dissolvable, permanent filler in the anterior cheek region, which was not disclosed until during the procedure with radiesse (+). At the time of the injection, the risk of vascular compromise was considered low due to the use of a cannula. On (B)(6) 2026, on the evening after the radiesse (+) injection, the patient experienced skin discoloration, which was suspected to be partial skin necrosis. On (B)(6) 2026, a day after the radiesse (+) injection, the patient presented to the clinic and received treatment that included injections of hyaluronidase and triamcinolone, however, the discoloration progressed. On (B)(6) 2026, topical nitroglycerin (nitro-bid) was applied, aspirin was administered, and aggressive massage/compression was performed in an attempt to improve perfusion. Due to the information provided, the outcome of the event was considered as not resolved.